Event description:
It was reported to boston scientific corporation that while retracting the one step button initial placement gastrostomy catheter out of the stoma site, the sheath detached from the button. According to the complainant, the button was put back in place and the procedure was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.